Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument would not fire the clip correctly and would not articulate correctly. There was an audible sound coming from the housing indicating that there was something broken inside of the housing. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the while the surgeon was attempting to clip on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. This occurred during the first attempt to apply a clip. The movement issue occurred while the surgeon was attempting to manipulate the instrument. The scaling of the instrument was appropriate and the timing of the movement was appropriate. The surgeon stated that the instrument lacked full range of motion when trying to place a clip onto the tissue. A backup clip applier instrument was used to continue the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have grip input disk broken. Input disk 6 and 7 was found broken. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the while the surgeon was attempting to clip on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. This occurred during the first attempt to apply a clip. The movement issue occurred while the surgeon was attempting to manipulate the instrument. The scaling of the instrument was appropriate and the timing of the movement was appropriate. The surgeon stated that the instrument lacked full range of motion when trying to place a clip onto the tissue. A backup clip applier instrument was used to continue the procedure.